Manufacturer narrative:
The pump was returned to animas. Eval revealed a misaligned display screen and partially dislodged force sensor pins. Review of the pump history revealed loss of prime warnings associated with empty cartridges. They did not detect the cartridge on the load step and dispensed the fluid from the cartridge, emitting a "no cartridge detected" warning.

Event description:
The patient reported that the pump dispensed insulin from the cartridge during the load step.